Event description:
A user facility reported that after replacing the oxygenator to the xenios extracorporeal membrane oxygenation (ECMO) device, the post-oxygenator pressure of arterial oxygen is significantly lower than it was previously with the rotaflow 2 ECMO device. There was no indication of resulting patient serious injury. The complaint sample was not available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d3, d4, g1. Plant investigation: no other similar complaint has been reported about this batch number, and a review of the batch documentation revealed no non-conformity during the manufacturing process. A failure in the gas exchange fiber could be due to a problem with raw material or further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow, sweep gas flow, and fraction of inspired oxygen. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition with lipids or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. The affected product was not available for investigation and a definitive cause for the low post-oxy po2 value could not be determined. The complaint data was recorded statistically, and we are monitoring the market for the occurrence of similar cases.

Event description:
A user facility reported that after replacing the oxygenator to the xenios extracorporeal membrane oxygenation (ECMO) device, the post-oxygenator pressure of arterial oxygen is significantly lower than it was previously with the rotaflow 2 ECMO device. There was no indication of resulting patient serious injury. The complaint sample was not available for product evaluation.